Event description:
It was reported that the right ventricular lead exhibited increased threshold. The lead was capped and replaced. The patient was stable during and following the procedure

Manufacturer narrative:
(B)(4).